Event description:
It was reported by rep the device was used during a low anterior resection. It was reported during low anterior anastamosis, cdh33 was set to be fired. Surgeon states instrument was hard to squeeze handle. It would only close half way. It was dialed down properly and was in the middle of safe firing zone. Staples did not form properly, but knife did cut, forming two complete donuts. Since staples did not fire properly, a leak occurred and a colostomy was needed. 5/10/1999 co spoke with dr regarding his case in which 33mm circular stapler cut, but did not form adequate "b" staples. He was very informative and conversational about this case. Pt was informed pre-operatively that she might require a temporary colostomy and was not surprised when she awoke with one. Case was low-anterior resection for adenocarcinoma located at approx 7cm from the anal verge. Anastomosis was created at 2-3cm from anal verge. Assistant was operating device from trans-anal approach. After bringing trocar through transverse rectal staple line, circular stapler was tightened so that indicator was within green lines. Safety was released and stapler fired. Assistant reported being unable to adequately approximate handles of stapler. Dr then attempted to fire device, again without being able to fully close device. He decided to then remove stapler and try again with a new instrument. Upon doing so, he noted that blades had cut two complete donuts of tissue, but that staples were inadequately formed, leaving anastomosis non-pneumostatic. A protective diverting colostomy was created and pt has had no subsequent sequelae. Device is not in hands of risk management officer at institution, and co encouraged him to lobby that office to release it to ees for eval. Dr is very sensitive that an eval of instrument might find there to be no mechanical fault, and thus imply operator error. He insists that if ees is selling instruments to institutions for less, they cannot be made with same quality as when they were sold at a higher price.